Event description:
An 8 mm diameter x 40 mm length bridge assurant biliary stent was intended for use in a patient for treatment of a right iliac artery stenosis in 2002. Vessel morphology and lesion calcification are unknown. It is unknown if the lesion was pre-dilated. It was reported that the physician had difficulty advancing an 8 mm diameter x 60 mm length bridge assurant biliary stent (MDR report # 2953299-2003-01101) through a 6 f cordis sheath; therefore, the device was removed and discarded. The physician then tried the 8 mm diameter x 40 mm length bridge assurant biliary stent which also would not advance through the 6 f cordis sheath. The device was removed and discarded. The physician then advanced a 7 mm diamter x 60 mm length bridge assurant biliary stent (MDR report #2953200-2002-01037) through the 6 f cordis sheath, which was met with slight resistance and the device was tracked to the intended position. As the balloon was inflated, the stent "dog boned" and did not fully deploy. The physician made several unsuccessful attempts to fully inflate the balloon. The physician then attempted to remove the device, however, the balloon would not deflate. The physician felt that the catheter was kinked; therefore, he rotated the catheter several times. The balloon was inflated and the stent was successfully deployed. The balloon was then inflated to 26 atm (atmospheres) to burst the balloon and enable the removal of the device from the patient. No clinical sequelae were reported, and the patient is reported to be fine. The device was discarded and is unavailable for analysis.